Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical became aware of a report for an event which occurred in the (B)(6) stating, " don't blow air, air is weak. Maybe glitch in button, when button removed and plug hole with finger, air pressure increases, unable to distend stomach due to weak air" involving pentax model eg34-i10/ (B)(4). Additional information from the user stated there was no delay in the procedure, and no adverse events occurred. No further information was provided. The device was not removed from service when the event occurred and not returned to pentax for evaluation. The issue improved by changing the air/water valve.